Event description:
The customer reported that 30 seconds after installing a power pca and connecting the battery, there was a pop sound from the unit and smoke was coming out. The hospital biomed opened up the unit and found out that a capacitor on the power pca was blown.

Manufacturer narrative:
(B)(4): the customer reported that 30 seconds after installing a power pca and connecting the battery, there was a pop sound from the unit and smoke was coming out. The hospital biomed opened up the unit and found out that a capacitor on the power pca was blown. The unit was evaluated at the philips, and the failure was verified. Replacement of the power pca resolved the failure. The unit passed all post service testing and was shipped back to the customer site.